Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. A 10.0-31 carotid wallstent stent selected for use. During preparation, the stent was damaged. There were no patient complications reported.